Event description:
The user facility reported that while placing the cortical strip electrodes through the burr-hole, the patient hemmoraged in the frontal and temporal areas. The physician stated that this happened on another occasion as well. The physician was concerned that the strip itself may have something to do with the hemmorages. An integra representative has been asked to gather further information from the physician. No other complaint record was found for the prior incident that the physician mentioned.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.